Event description:
It was reported that the patient's tremor control got "significantly worse" after the patient underwent an MRI. It was stated that after the MRI, the patient's battery was "draining unusually fast." It was noted that impedance measurements were taken. It was stated that impedance readings with contact 0 is >4000 ohms. It was stated that the other impedance readings were "very low." It was stated that the patient underwent a surgical revision to investigate the impedance issues. It was noted that after opening the pocket, the implantable neurostimulator (ins) and the extension were separated. It was stated that the ins and extension were cleaned and put back together. It was stated that the patient's program had normal impedances following the revision. It was noted that the patient "continues to receive effective therapy with the modified programming." If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID, 37642 lot# serial# (B)(4), product type programmer, patient product ID, 3708660 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 3387s-40 lot# va03k39, implanted: 2012 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# va03k39, implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient had a fall after initial implant and programming in early (B)(6) 2013.